Manufacturer narrative:
Conclusion: the DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Without the return of the valve for analysis, a root cause of the regurgitation and stenosis cannot be determined. Regurgitation and stenosis related risks are addressed in the current risk management file. This report is being submitted as part of a historic clinical review of events contained within the melody tpv: post-approval study of original (B)(6) study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 1 months post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis and regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.